Manufacturer narrative:
Lead 5076; lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) post sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.